Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The navigation system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed a battery service error and powered down without prompt from the user. It was reported that the navigation system was powered back on and the system shut down a second time. The power button was then held down for a longer interval for the third attempt and the reported issue was resolved. It was noted that the site did not switch outlets when performing the reboots. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.